Event description:
Medical device being implanted was an endovascular stent graft being deployed directly into patient's aorta through an open chest incision; while deploying stent the device malfunctioned and would not deploy entirely; wire got stuck and could not be removed in its entirety; remaining wire had to be cut by surgeon. FDA safety report ID # (B)(4).